Event description:
It was reported that towards the end of the surgical procedure, the customer experienced an unrecoverable 20008 system error code. No pt harm was reported. The procedure was converted to traditional open surgical techniques to finish the planned surgery.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the system fault experienced by the customer was associated with the pt side manipulator (psm). The system was repaired by replacing the affected psm. The psm was returned to isi for failure analysis investigation. Engineering determined that the malfunction was due to a potentiometer with a failed solder joint. The system alarm (system generated fault code) functioned as designed and there was no injury to the pt. The procedure was converted to open surgical techniques to complete the planned procedure. As of july 19, 2006, there have been no reported recurrences of the issue at this hospital.